Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were found to have a connection issue during a procedure to explant the device due to normal battery depletion. Upon removal of the pace sense portion of the lead, the proximal setscrew was found to be stuck and appeared to have never been screwed in. It was reported that the system worked appropriately during implant. There were no allegations. The patient received therapy when needed and the pacing was appropriate. There were also no sensing issues ever noted. No adverse patient effects were reported. The rv lead remains in service. The device was explanted due to normal battery depletion and returned for analysis.